Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as a sanitation problem during exchanges. The peritonitis was manifested by abdominal pain and turbid drainage. The patient was not hospitalized for the peritonitis. Beginning on the date of diagnosis, the patient was treated with cefazoline once daily (dosage, route, and duration not reported) and fortum once daily intraperitoneally (dosage and duration not reported) for the peritonitis. After six days of treatment with fortum, that medication was discontinued. The patient was not recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. Physioneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.